Event description:
It was reported that the device became stuck on the guidewire. An agent dcb mr 3.00 x 15mm was selected for treatment. During the withdrawal portion of the procedure, the physician found that the agent device was stuck on the guidewire and was unable to be removed alone. The agent and the guidewire were removed together as a unit. The procedure was completed prior to the issue occurring, so another device was not needed to complete the procedure. There were no patient complications.

Manufacturer narrative:
Returned device consisted of the agent balloon catheter. Visual inspection revealed that the distal extrusion was severely stretched/accordioned. The device was then tested using a test guidewire, and it was able to be loaded on tracked with no issues. Based on the available information and analysis of the device, it is likely that excessive force was used when attempting to remove the device. Interactions of the device with other ancillary devices used, as well as interactions with anatomical factors such as calcification or tortuosity during the procedure might have caused the guidewire to become stuck in the device. The severe stretching noted on the distal extrusion is consistent of excessive force being applied to the device during withdrawal.

Event description:
It was reported that the device became stuck on the guidewire. An agent dcb mr 3.00 x 15mm was selected for treatment. During the withdrawal portion of the procedure, the physician found that the agent device was difficult to be removed, and it became stuck on the guidewire. The agent and the guidewire were removed together as a unit. The procedure was completed prior to the issue occurring, so another device was not needed to complete the procedure. There were no patient complications.